Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose is high right now but he had a low blood glucose last night. Customer stated that the pump will not let him update the device. Customer stated that it just shows his blood glucose is high. Customer had a low alert on the pump last night and treated without checking his actual blood glucose. Customer had a high blood glucose this morning. Customer is trying to calibrate the pump but it will not let him. Customer was advised not to treat the sensor reading but to check his blood glucose reading. Customer was advised that he cannot calibrate if his blood glucose is over 400 mg/dl. Customer stated that his sensor glucose was around 80 but he did not do a blood glucose check. Customer's blood glucose was 420 mg/dl this morning. Customer declined troubleshooting for both high and low blood glucose readings.